Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, a blood leak occurred. After placing the sheath, blood began to leak from the hemostasis valve of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No catheter was inserted into the sheath. No additional femoral vein puncture was required for replacing the sheath.